Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported a por-power on reset seen as they were at the hospital for an unrelated medical issue and that before the surgery they turned the therapy off. After the surgery they were trying to sync the patient programmer to the ins and that was when they saw the warning por message. Patient was redirected to the managing health care professional. No further complications were noted or anticipated.